Manufacturer narrative:
The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Through journal article "ebv positive fibrin/chronic inflammation associated diffuse large b-cell lymphoma: an incidental finding associated with a breast implant" for a patient was reported to experience right side "pain", "capsular contracture grade unknown", "yellow-cream fluid present between the internal layer of the fibrous capsule and the surface of the implant", "capsule slightly thickened without discrete masses". The device has been explanted.